Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bruxism, pain (2021_0100 and 2021_0101 are same patient).